Event description:
This legal file indicated that after the index procedure, the patient has suffered 5 strokes since the procedure with coil and 4 enterprise system that were used to secure the coil that protruded. The report indicated that during the procedure, a 6 mm coil was attempted to be placed into a proper position in relationship to the intracranial aneurysm, the coil became detached and was, therefore, only partially deployed so that approximately one-third (1/3) of the coil was in the aneurysm with two-thirds (2/3) of the coil remaining in the catheter. Efforts to recapture the coil were unsuccessful. After several hours of attempting to place the coil in its proper position within the intracranial aneurysm, the procedure was stopped, and despite subsequent efforts, the coil was not deployed in the correct position, and the patient remains at significantly increased risk for clot formation and stroke.

Manufacturer narrative:
The device was not returned for analysis, and the lot number was no available to conduct lot history review. Stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and coil embolization procedures as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries and in this case, the pre-existing presence of thrombus in the aneurysm may result in embolization from the treatment site. It appears that clinical factors contributed to the event with no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. The device catalog and lot were not provided, therefore the device noted on the form represents an unknown enterprise device. Also, this report is associated to report no. 9616099-2006-00861.